Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2023 the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: the procedure date is stated as (B)(6) 2023. The event date is stated as 2/20/2023. As this event occurred intra-op, please clarify the event date and procedure date. Procedure date is (B)(6) 2023,event date is 2023/02/20. We are in the process of verifying that information with sales and will provide any updates. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a kidney and adrenal gland procedure on (B)(6) 2023 and a suture clip was used. During the procedure, the cartridge could not be fit to the applier, and the clip could not be fed into the applier. Another like device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The procedure date is stated as (B)(6) 2023. The event date is stated as (B)(6) 2023. As this event occurred intra-op, please clarify the event date and procedure date.